Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. Reportedly, the patient presented with drainage from the device pocket through the skin incision. A temporary screw in wire was placed and then the pocket was opened. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. This rv lead was returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).